Event description:
It was reported that a spectrum pump had an over infusion. This occurred during annual maintenance in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate test" was not reproduced. The history log revealed an infusion of IV fluids was programmed on the reported event date and ran as programmed. Details regarding IV set up are unknown and could contribute to flow accuracy issues. A service history review revealed that the device was subject to a grease inspection of the cam lobes during service activities and passed during that previous inspection. Therefore, it was concluded that the lack of grease was likely the result of improperly performed user facility maintenance. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.